Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00289 on 26-oct-2022. Additional information (08-nov-2022): the customer provided the chiv index values for the samples tested, the chiv reagent lot 69978318 for testing, a list of medication for the patient, and stated that >1ml frozen sample is available. Siemens requested the sample to be returned and is investigating the event. Sections b6 and b7 were updated to include the index results and list of medications.

Manufacturer narrative:
Siemens filed the initial MDR on 26-oct-2022. Siemens filed the first supplemental MDR on 07-dec-2022. Additional information (29-dec-2022): siemens reviewed the information provided and noted that quality control (qc) was in range. Other samples from the patient were nonreactive with the centaur hiv ag/ab combo (chiv) assay; therefore, the customer provided siemens with the patient sample for investigation purposes. The initial chiv result was at cutoff (1.017); however, two repeat results were <1.0 (.86 / .85), and the sample is considered nonreactive. Replicates with the hiv 1/o/2 enhanced (ehiv) assay were reactive, and heterophile binding tube did not change the ehiv reactive results. Siemens noted the patient is being treated with anti-retroviral therapy, which can potentially cause seroconversion and false nonreactive results in patients. Siemens observed no issue with the advia centaur xp instrument or chiv assay. The instrument is operating as specified. No further evaluation was required. Section h6 is updated to reflect a new investigation findings and investigation conclusions code.

Event description:
The customer informed siemens that three different samples of the same patient ran the hiv ag/ab combo (chiv) assay on the advia centaur xp system, and the results were all negative. The clinician questioned the results because previous patient data showed a positive result. The customer used an alternate method to perform repeat testing and obtained a positive result. There are no reports of patient intervention or adverse health consequences due to the false negative chiv results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). Siemens is investigating the event.